Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his pump explanted because it was not effective. No further information was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.